Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a prostyle device after a coil emoblolization interventional procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis will not be required as additional information was received indicating there was no device malfunction or adverse event associated with this device.b5, b6 and b7: corrected as device was reported in error. H6: health effect-impact code- removed 4641. H6: medical device problem code- removed 1142.

Event description:
Subsequent to the previously filed medwatch report, additional information was received from the distributor stating that this event was reported in error. There was no reported issue with the prostyle device and there was no patient involvement. No additional information was provided.